Event description:
Customer reported device = 389 mg/dl at 10 am. Customer took 12 units of insulin. At 10:45, device = 196 mg/dl. At symptoms and was unresponsive. Spouse called 911. Emergency medical technician (emt) device =42 mg/dl. Emt gave customer a dextrose IV. Customers was taken to the hosptial where customer was fed lunch and released. No controls were used. A request was made for return product and replacement product was sent.